Event description:
The customer reported that the inner cannula was sticking out of the outer cannula by 3mm causing pain to the patient. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.